Event description:
It was reported that the catheter was leaking. The catheter was removed.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. One piece of actual sample was returned for investigation. Visual inspection was conducted on the returned sample. Based on the complaint description, it was reported that there was a leak on the catheter. Visual inspection was carried out and observed there is a hole in oblong shape measured 2.3mm in length and 0.71mm in width located at below funnel junction. This hole had resulted to leak at drainage lumen. Thus , this complaint is confirmed and a nonconformance is raised to address this issue. Based on the investigation conducted on returned sample, it was found a hole presence at below funnel junction which resulted leakage on returned sample. Therefore, this complaint is confirmed. Further investigation, analysis and corrective action for this issue will be addressed through a nonconformance.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was leaking. The catheter was removed.